Event description:
It was reported that approximately three months after implant the patient developed a pocket infection. It was noted that the patient stated the implantable cardiac monitor had partially eroded through the skin and was visible and then while the patient was playing soccer they were hit in the chest with the ball and that pushed the device back under the skin. The patient was examined in the clinic for the pocket infection and interrogation of the device was attempted but unsuccessful. The plan is to remove the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).